Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam and the patient has alleged to asthma. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam and the patient has alleged to asthma. The patient did not report to receive medical intervention. There is no customer information hence we cannot reach out to the customer and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box e: reporting institution name. Box g: report source - other updated in the previous report the manufacture captured type of reportable as serious injury and pms decision changed and updated in this report box b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous report) box b2 was corrected to blank. (Previously, it was other serious or important medical events.) Box h type of reportable event changed from serious injury to product problem. Box h: health impact grid was updated. Box h: evaluation method code, evaluation results code and conclusion code grid has been updated.